Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic lobectomy procedure, the distal staple line was incomplete; another stapler was used to resect the damaged area. The nurse stated that the firing was started, but then locked and couldn't be completed. Another reload from the same lot number was tried with the same result. Finally, a third reload from a different lot was used successfully. There was tissue loss.